Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Normal wear and tear on device. Filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported issue was confirmed. The root cause of the reported issue was found to be faulty printed circuit board (pcb). The technician replaced pcb.

Event description:
Additional information received 4 august 2021 email issue discovered during testing. No patient involvement.

Event description:
It was reported that the pump wasn't temping properly.